Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was "low", per continuous glucose monitor; cause was unknown. Low bg was addressed by consuming glucose tablets. During troubleshooting with tandem technical support the pump was functioning as expected and customer was advised by tandem technical support to consult health care provider regarding low bg issues.